Event description:
It was reported that the customer was hospitalized for dka. The customer stated that bgs were elevated and had received an alarm. It was noted that the last set change was the day before the event. At the time of the call, the customer stated that they did not have any more sets to troubleshoot. The customer was advised to call back to do further troubleshooting. The customer was educated to follow the two hbg rule.